Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the forceps channel port was not secured, the insulation resistance of the connecting tube did not meet the specification as the coating was peeling off, the bending angle in the up position did not meet the standard due to wear of the angle wire, the bending tube was deformed, the connecting tube was wrinkled, and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cysto-nephro videoscope channel port was rotated/separated. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely a customer applied excessive torque to the t-time hook (B)(6) when attaching it to the lure mouthpiece. Due to the torque, the k mawaridome rc4634, which functions to stop the lure from rotating, came off the grip and the lure started to rotate. The rubber cover fell off due to k mawaridome coming off. Customers may be able to detect this event if handled in accordance with the instructions for use: operation manual chapter 3 preparation and inspection_ 3.3 inspection of the endoscope_ inspection of the endoscope. Olympus will continue to monitor field performance for this device.